Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. On-site inspection of the driveline cable revealed damage to the outer sheath of the driveline and damage to the inner lumen. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the outer sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time at the location of the outer sheath damage. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the normal use of the ventricular assist device (vad), there was driveline (dl) sheath damage. The event occurred after the post-operative period. The driveline cable was involved, and servicing was required. During the service the vad was not stopped, and the patient did not require prophylactic treatment. A wedge shape defect on the outer and inner sheath approx. 6 inches from the exit was observed. The patient was not able to explain what could have cause that defect. No wires were exposed. Also, the driveline cover was not present. The driveline sheath was repaired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.